Event description:
It was reported by customer that patient here today. When rn accessed her port she clamped above and beyond the first leur port and then attached a saline syringe and pushed to produce pressure at that connection. A small drip formed where the tubing connects to the port. Drip formed upon initial flushing with normal saline when accessing the port. Miniloc huber needle that came in a sterile package inside a miniloc port access kit.

Manufacturer narrative:
This event was originally reported under MDR report #2243072-2022-02051. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph which depicted an infusion set with y-site. The depicted portion included the y-site and portions of both extension sets. Fingers gripped the proximal extension tube and a red circle was inscribed on the photograph, circling the proximal extension tubing between the fingers and the y-site. No obvious damage was visible. No obvious damage was discernible; however, thorough inspection and functional testing of the implicated device were not possible. Consequently this complaint is inconclusive at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by customer that "patient here today. When rn accessed her port she clamped above and beyond the first leur port and then attached a saline syringe and pushed to produce pressure at that connection. A small drip formed where the tubing connects to the port. Drip formed upon initial flushing with normal saline when accessing the port. Miniloc huber needle that came in a sterile package inside a miniloc port access kit.